Event description:
Additional information was received indicating that this device was explanted and returned for analysis. This report is being filed to submit the results of device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. At a follow up approximately two years ago, remaining estimated battery longevity was 6.5 years. Almost one year later, it had decreased to one year remaining. A copy of device memory was preserved and submitted for analysis. Engineering analysis confirmed that the device power consumption had been increasing for over a year. A boston scientific technical services consultant recommended device replacement within two months.